Event description:
Ous MDR - at m6, intermittent cross-talk with fv classification was noted along with an aborted shock. There was no inappropriate therapy. This is all of the provided information. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The analysis of the lead demonstrated deformations of the fixation helix and of the distal shock coil. Mechanical forces during the explantation procedure should be taken into consideration. During the analysis, no deviations were found, which might be related to the clinical observation.